Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as a damaged mix paddle. The fse replaced the mix bar and mixing bar spiral to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion selective electrolyte) patient result on their dxc 700 au-10e, chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Customer did not provide data for review.